Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of pericardial effusion as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on information reviewed, a cause for pericardial effusion could not be determined. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for pericardial effusion. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was advanced without issue. Two clips were deployed without issue. The procedure was completed with the mr reduced to grade <1. No device issues or adverse patient effects were noted during the procedure. Post procedure, after the sgc and clip delivery systems were removed from the anatomy, a pericardial effusion was noted. It was unknown when the pericardial effusion occurred and unknown which device caused the pericardial effusion. No intervention was performed. On (B)(6) 2020, echocardiogram noted that the effusion was slightly larger; however, the patient was only monitored. On (B)(6) 2020, echocardiogram noted that the effusion was stable. No intervention was performed. No additional information was provided